Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue by review of the error logs. The customer clarified with the fse that the recurring error was intermittent. The fse verified the led was changing when the seal breaker activates. The fse cleaned and realigned the pib board sensor as well as verified the analyzer by running a daily check and quality control (qc) with results within acceptable range. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were two (2) similar complaints identified during the searched period, which includes this event. The aia-900 operator's manual under section 12 flags and error messages states the following: [2140] seal break failure. Cause: a seal break was not detected during a seal break operation. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact the tosoh local representatives. Check the seal break position in the dispensing lane, the seal break confirmation sensor s041, and the seal break operation. The most probable cause was due to failure to maintain cleanliness of the pib board sensor.

Event description:
A customer reported 2140 seal break failure on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for cardiac troponin I (ctnl 2) and creatine kinase mb (ck-mb). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.